Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported mobility and inadequate bone quality/bone quantity.

Event description:
Mobility and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant failure type IV. Time of loss in relation to the implantation was up to 1 year after prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.